Event description:
It was reported that, a file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidence by previous reported event. This event, therefore, is reportable. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.